Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was down. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was down. A field service engineer turned off power due to burning smell. Found sparks from retractor band in legacy full height cubie drawer 7 on auxiliary device. Fse disconnected drawer and powered up device and drawer prevented station from booting. Fse replaced legacy cubie drawer due to unavailable parts. And tested in hardware test application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was down. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.